Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that tubing broke from the very last port of a clearlink continu-flo solution administration set during infusion. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.